Manufacturer narrative:
The device was returned to resmed. The reported complaint was not reproduced, however, review of the device logs confirmed the reported complain. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr 3115429

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. There was no harm or serious injury reported as a result of the incident.